Manufacturer narrative:
(B)(4). No iabp part or recorder strip was returned to teleflex chelmsford for investigation. The reported complaint of iabp pump stopped pumping while on battery power is not able to be confirmed. Additional information indicates the pump was serviced by the hospital biomed. The pump has been returned to service. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revived risk. This will be monitored for any developing trends.

Event description:
It was reported that when the intra-aortic balloon pump (iabp) was in use, the staff experienced the iabp screen went blank and the iabp stopped pumping when the iabp was on battery. The iabp was plugged in and the screen came back and pumping initiated. However, the iabp was exchanged as a prophylactic measure. There was no report of patient complications, serious injury or death.

Manufacturer narrative:
Qn#: (B)(4).

Event description:
It was reported that when the intra-aortic balloon pump (iabp) was in use, the staff experienced the iabp screen went blank and the iabp stopped pumping when the iabp was on battery. The iabp was plugged in and the screen came back and pumping initiated. However, the iabp was exchanged as a prophylactic measure. There was no report of patient complications, serious injury or death.

Manufacturer narrative:
Qn#(B)(4). No iabp part or recorder strip has been returned to teleflex chelmsford for investigation. The reported complaint of iabp pump stopped pumping and screen went blank while on battery power is confirmed by a teleflex field service engineer. A teleflex field service engineer serviced the pump and noted the battery did not power the pump for the 90-minute specification. The battery was replaced, and the issue was resolved. The root cause of this complaint is undetermined. A potential cause is user battery maintenance. A device history record (DHR) review was conducted for the lot number with one relevant finding. A non-conformance (nc) for "failed discharge capacity test" is relevant. Per nc documentation, all non-conforming product was identified and contained. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revived risk. This will be monitored for any developing trends.

Event description:
It was reported that when the intra-aortic balloon pump (iabp) was in use, the staff experienced the iabp screen went blank and the iabp stopped pumping when the iabp was on battery. The iabp was plugged in and the screen came back and pumping initiated. However, the iabp was exchanged as a prophylactic measure. There was no report of patient complications, serious injury or death.